Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg approximately 500s mg/dl). Cause was not known. Infusion set was changed and a correction bolus or insulin injection was used to address bg. As the customer was not experiencing an elevated bg at the time of the report, a cause of the event could not be determined.